Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-07-15. Investigation summary: a complaint of the hub of a set being found cracked was received from the customer. One sample was returned for investigation. Through visual inspection, the customer complaint was confirmed. Cracking was observed on one side of the female luer. A device history record review could not be performed on model 20027e because a lot number was not provided by the customer. The root cause was identified as internal stresses created in luer during manufacturing process that make it more susceptible to chemical/mechanical attacks. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that a ext set 0.2 micron filter ss dehp free was found to be damaged. The following was reported by the initial reporter: "cracked hub."

Manufacturer narrative:
"Unknown manufacturer: (B)(4). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed."

Event description:
It was reported that a ext set 0.2 micron filter ss dehp free was found to be damaged. The following was reported by the initial reporter: "cracked hub".